Event description:
It was reported the pt was experiencing a burning sensation when pressure was applied over the ipg site. The issue was present whether the stimulation was on or off. Follow up identified the pt had an appointment with the physician at a further date in case the issue persisted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.